Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device inspection on unit performed and unit passed all inspection checks however, when the device was opened for cleaning , a lot of dust inside the unit was observed. Based on the results of the investigation, it has been confirmed that the reported issue was not reproduced from the evaluation information . It has been confirmed that dust was deposited inside the unit. The phenomenon may have occurred due to a temporary malfunction caused by dust accumulation. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. This report will be supplemented accordingly following investigations.

Event description:
A report of b30 error message, no image during preparation for use was reported. There was no patient involvement, no user injury reported due to the event.